Manufacturer narrative:
Occurred while in use on patient. Patient identifiers updated. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable tubing snapped out of the luer connector in the middle of an infusion. Incident discovered by mom around 4am and the bed was fully saturated. Mom took child to hospital and potassium levels were low.

Manufacturer narrative:
Other, other text: evaluation: three photos were provided by the customer which were used to conduct the device analysis. Results: the photos show the distal end check valve connector disconnected from the assembly. The adapter tube between the 6" tube and check valve is not visible in any of the photos provided. No damage is observed in the 6" tube or check valve. The reported failure, damaged, is confirmed. Functional testing: no product has been received to conduct a functional test. Results: if the device arrives, ICU will reopen this complaint to include in the investigation the physical sample returned. Mitigation: per manufacturing procedure tube adapter bond verify the tube engagement. Check valve bond to adapter tube and verify tube back out is not greater than 0.030? Check valve and adapter tube bond to tube and verify tube engagement is 0.250-0.375?. Leak and pull testing? Production personnel perform accuracy, leak and pull test to 4 parts at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/ components or equipment adjusted. Detection per quality procedure quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, to verify that: all components are present and correct per the flowchart. For tube-to-tube bonds: bond engagement to be within 0.250" and 0.375" for tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. Verify parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. Root cause- after reviewing the mitigations that are perform during the manufacturing process to detect damage in connectors, and analyzing the photos provided, the root cause could not be determined. Action taken no corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. If the device is returned, ICU will reopen this complaint to include in the investigation the physical sample returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.